Manufacturer narrative:
Visual inspection confirmed that the screw had fractured near the threads. In addition, the hex showed debris and damage. No lot number was provided, therefore device history record and complaint history reviews could not be completed. No definitive root cause has been determined. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event.

Event description:
The doctor reported the abutment screw fractured.